Manufacturer narrative:
Per the case diagnostics performed by a philips remote service engineer (rse), it was found that the network in the hospital was a customer supplied clinical network (cscn). Based on the information available and the testing conducted, the cause of the reported problem was the customer's network cable and socket issue. The reported problem was confirmed unrelated to a philips system. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that there was a loss of alarm at the level of the inter-shift. There was no impact of the alarms on the bedside monitors. It was back to work after rebooting, but the problem returned. The change of the network cable of the central station and the change of the network plug of the monitor solved the problem of loss of alarms at the level of the inter-shift; the inter-stop is operational. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.